Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported intraoperatively that it was difficult to obtain good thresholds during implant. It was also reported that the leadless ipg exhibited intermittent capture and rising thresholds over the next few days. The leadless ipg was reprogrammed which cause premature battery depletion. A temporary lead was implanted. A second leadless ipg was implanted. The patient passed away.